Event description:
Per the info provided to co by the physician's office, the device was removed due to a "leak". As reported to co, the entire device was removed and replaced with the same model inflatable penile prosthesis, produced by the same MFR.